Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Subsequently, the physician turned off therapy for patient comfort care. At this time, the rv lead remains implanted. No additional adverse patient effects were reported.